Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The patient stated they had surgery today to move the neurostimulator battery up because it was moving around. The ins started to move around 3 or 4 months ago if not longer. Today after the surgery, the doctor's office turned the device back on, and when they did, it said "settings not available, cannot provide your desired intensity settings". During the call, the patient changed to another group but got the same message. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received. The patient stated they have been seeing the settings not available message since they adjusted yesterday.